Manufacturer narrative:
This report will be updated when additional information is received. The device was not explanted or returned; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that during the pacemaker implant procedure, this patient's condition began deteriorating. The patient became unstable and went into cardiac arrest. Medical staff attempted to resuscitate the patient, but the patient succumbed on the operating table. The official cause of death was listed as cardiac arrest. The implanted lead and device were not explanted post-mortem.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that during the pacemaker implant procedure, this patient's condition began deteriorating. The patient became unstable and went into cardiac arrest. Medical staff attempted to resuscitate the patient, but the patient succumbed on the operating table. The official cause of death was listed as cardiac arrest. The implanted lead and device were not explanted post-mortem.